Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It has been reported that the depuy device was implanted with a competitor mfg product. This use of the depuy device is not recommended. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.

Event description:
Pt revised to address dislocation of our head and competitor's cup/liner.